Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 599:320:844:0000. The root cause was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The baxter service technician reported a colleague infusion pump that experienced failure code 599:320:844:0000 during device evaluation. There was no documented patient injury or medical intervention necessary. The current software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.